Event description:
It was reported that the patient presented after experiencing diaphragmatic stimulation. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The device was successfully restored. The patient did not experience diaphragmatic stimulation after the restoration. The patient was in stable condition.